Manufacturer narrative:
Date of event the exact date of the event is s unknown. A review of the device history record for the reported greenlight fibers confirmed that the device met all material, assembly and performance specifications. Analysis of the device identified that the glass cap was detached and not returned. The glass cap has a circumferential fracture on the distal to the bevel edge. The fiber was tested with hene (helium-neon) laser fixture, aim beam is present at the break. The connector cone segments, and tabs appear in good condition and secured. The control knob I attached and aligned with the fiber. Based on the observed glass cap detachment, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke. There is no information on how the procedure was completed or patient status.

Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke. There is no information on how the procedure was completed or patient status.